Event description:
Rvtip to rv coil lead impedance warning on (B)(6) 2019 atrial bipolar lead impedance warning on (B)(6) 2019. Intermittent atrial under sensing noted (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).